Manufacturer narrative:
The report event of lead revision cannot be confirmed or not confirmed due to products analysis alone. As received, visual inspection and resistance testing showed the returned lead (a) passed the functional test. The cause of the reported event remains unknown.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy following a fall. Surgical intervention was undertaken wherein the lead was confirmed fractured. The lead was explanted and replaced.